Event description:
During product evaluation at baxter, a technician discovered that failure code 810:04 that occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 6.13.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received, but has not yet been evaluated for the reported condition. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.